Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.

Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after two reprocessings, the tube was placed in situ. After 24 hours, it was noted that the tracheostomy tube was tearing near the flange requiring replacement. No incident related medical sequela was reported.